Manufacturer narrative:
H3: evaluation of implantable catheter product ID 8578 lot/serial#(B)(6) confirmed tissue inside the connector. Analysis also found a tear inside the seal material near the guide ring of the sutureless connector which did not affect the performance of the device in the lab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Product ID: 8731, lot#: b006425n06, implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 30-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provide via a company representative regarding a patient who was receiving morphine (con centration: 20.0 mg/ml, dose rate: 8.554 mg/day) and bupivacaine (concentration: 14.9 mg/ml, dose rate: 6.373 mg/day) via an implantable pump for unknown indications for use. The patient's medical history included a diagnosis of post laminectomy syndrome. The patient's concomitant medications included the following: atenolol 50 mg tablet, coumadin 7.5 mgtablet, dextroamphetamine, furosemide 20 mg tablet, hibiclens 4% topical liquid, januvia 100 mg tablet, keflex 500 mg tablet, and mupirocin 2% topical ointment. It was reported that at a routine pump replacement surgery, tissue was found in the catheter connector. There were no issues reported and the catheter had been aspirated. The patient's pain was well controlled, and they were happy with the pump. The physician removed the tissue and elected to replace the connector with new. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved, and the patient was without injury regarding their status as of (B)(6) 2021. The sutureless connector was sent back to the manufacturer for analysis.